Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information.

Event description:
Subsequent to the initial MDR, additional information was provided on 07/16/2024 and data completed on 08/06/2024. It was reported that an unspecified issue occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024 around 4:00 pm, the patient experienced a seizure because the pump was providing the patient more insulin, and didn't recognize that the patient was hypoglycemic. The parent checked the sensor, realized that it fell off and called 911. The parent treated the patient with juice and icing candy, and the patient stabilized. There was no treatment provided by the paramedics and the patient was not taken to the hospital. At the time of the call the patient was recovered. No other details were documented. Data was provided and confirmed the allegation on (B)(6) 2024. The probable cause was determined to be sensor noise under an hour. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a poor patch adhesion occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024 around 4:00 pm, the patient experienced a seizure because the pump was providing the patient more insulin, and didn't recognize that she was hypoglycemic. The parent checked the sensor, realized that it fell off and called 911. The parent treated the patient with juice and icing candy, and the patient stabilized. There was no treatment provided by the paramedics and the patient was not taken to the hospital. At the time of the call the patient was recovered. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.